Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had a leaked reservoir. Customer stated leaked occurs during priming, fill tubing process. Customer stated leaked past first o ring. Customer reported bubble present in the reservoir. No harm requiring medical intervention was reported. No product expected to returned for analysis.